Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported that the ins had been implanted for peripheral nerve stimulation. The ins was difficult to charge/did not charge, as the patient had gained weight. The ins was implanted in the abdomen and the leads were in the hypogastric abdominal wall. The stimulation was suboptimal, so the ins and leads were explanted. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377860, lot# v017577, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that there was a loss of therapy. The implantable neurostimulator (ins) was removed on (B)(6) 2015. The ins was expired and was no longer working. It was noted that the ins only worked for the consumer for about a year and it wasn't enough to manage her pain. The consumer had called about the external equipment and donating it back to the manufacturer. The issue occurred during use. No troubleshooting was reported. The cause of the issue was not reported. Follow-up was conducted to obtain this information; if additional information is received a follow-up report will be sent. It was noted that the consumer's indication for use was reflex sympathetic dystrophy/causalgia-complex regional pain syndrome.